Manufacturer narrative:
(B)(4). No conclusion code available. The reported high hv lead impedance was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomaly was found. The cause of the high hv lead impedance could not be determined.

Event description:
It was reported when an asymptomatic patient presented to the operating room for a generator changeout, defibrillation threshold testing could not induce the patient. A test shock burst did not convert the ventricular fibrillation rhythm. Upper our of range high voltage lead impedance was then observed. External defibrillation was used to convert the patients rhythm. The device was removed and another device was implanted on behalf of the patient request. The patient condition is stable.